Manufacturer narrative:
The unit passed the displacement test. The motor was tested outside of the device and passed. However, the unit alarmed motor error during the basic occlusion test due to a loose and flush drive support disk. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 184 mg/dl. The customer was informed that the product would be replaced. No further details were provided.